Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The initial result at 10:10 am was 1.0 inr and the result from a different finger at 10:25 am was 2.2 inr. The patient was sent to have laboratory testing performed and the customer stated the laboratory result was good. No specific data was provided. The laboratory result was reported to the patient's doctor. There was no allegation of an adverse event. It was noted the date and time on the meter were set incorrectly. The patient was not anemic, not on heparin, no direct thrombin inhibitors, and no antiphospholipid antibodies. There were no new medications, no illnesses, and no bleeding or bruises. The patient's therapeutic range was unknown. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 235473-13) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
As no customer materials were received for investigation, a specific root cause could not be determined.